Event description:
Facility reported a cracked manifold set. The event happened about 14 hrs after the pt arrived in ICU. The pt required chest compressions until intravenous drips could be re-established to gain blood pressure control and stabilization. Set inspected by MFR and a fatty and oily substance was identified on the manifold. Add'l info from customer identified that propofol, which is an IV fat emulsion based medication, was administered during surgery through this set. Directions for use included with this set noted not to use with IV fat emulsions. Customer informed regarding directions for use on this set which says not to be used with IV fat emulsions.